Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was being used on the stomach when it locked up and would not open. The surgeon could not get the device to reverse and the release switch was broken and loose. The staff swapped out batteries and there still was no power. The manual over ride was used on top and the device was still stuck on tissue. The surgeon took another device and fired on the left and right of the jaws of the jammed device to cut the tissue and the device off. The pouch was smaller than expected. The procedure was prolonged for approximately 20 minutes. Another device was used to complete the procedure. It is unknown if the post op care of the patient will be changed due to the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? Asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Peri strips. Was the instrument fired across or near an existing staple line or clip? A continuation of the staple line. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The reps would like the battery checked if possible. Customer quality spoke to rep and he clarified event and said it seemed like an inadvertent lock out. The surgeon attempted to use the powered revers button, but the reverse button seemed to be broken or loose and would not activate the motor. He also said that the manual return lever would not go back past the 45 degree mark and it was jammed. The rep said that he tried to push the lever back after the case and he could not.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The original cause of the lockout condition (would not fire) was the no cartridge safety lockout, which engaged due to a short 45mm reload being installed in a 60mm device. It could not be determined why the device did not return or bailout. The device underwent x-ray and CT scan analysis through the return kit packaging. The x-ray and scan showed the 45mm cartridge reload in the channel. Also, the reversing slide lever was in the distal position and the reverse switch was depressed. The bailout door switch was not depressed. The clamp release switch was depressed. The firing trigger switch was not depressed. The low/high power switch was not depressed (device in low power mode). No other unusual observances. After the scan, the rear of the device was accessed and a new battery pack was installed, and the bailout door switch was depressed. At that point, the motor began running and the device returned to home position. Device was scanned in the CT scanner with simulated thick tissue clamped in the jaws, and the firing trigger pulled. The purpose of this was to determine if the stress of device clamping would affect the firing trigger switch mechanism. There was no conclusive evidence that this condition affected the firing trigger switch mechanism. A new battery was installed and the device fired into lockout (with a (B)(4) loaded as described in the event). The force to operate the lockout was measured in the same mechanism as was used in design verification testing. The torque to actuate the bailout was (B)(4). This was conforming to dv specification. The device was then disassembled. The firing trigger switch was disassembled and there was no conclusive evidence with this component. The bailout mechanism was disassembled. There was an area of plastic deformation on top of the gear where the cam had engaged to attempt bailout of the gear. This confirms that a high force had been applied. It is not known if the deformation occurred during the or procedure or during the bailout force test. All of the parts of the device appear conforming. It could not be determined why the device did not return using the reverse witch or why the bailout would not function. The analysis results showed that one (B)(4) device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.